Manufacturer narrative:
(B)(4). The reported condition of 814:04 on channel a was confirmed and reproduced during product evaluation. The root cause was a faulty pump head module (phm). The phm was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with an 814:04 failure code on channel a. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.